Event description:
See initial report.

Manufacturer narrative:
H10: it cannot be ruled out that the most likely root cause of the reported event was a temporary electrical failure, as a false contact, a bad/loose cable connection or oxidation of electronics on motor control board.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the cp5 console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. Another complaint (reported under manufacturer reference number 9611109-2022-00545) was received for the same device and similar issue. Also at that time, the issue could not be reproduced. Therefore, it was decided to replace cp5 console components. In detail, the control panel, the drive unit, the flow sensor and the emergency drive unit were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a cp5 centrifugal pump gave a motor control failure error message during procedure. There was no patient injury.